Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited high threshold measurements and helix mechanism issue resulting in an unspecified helix rotation issue. Additionally, helix of the ra lead appeared to be deformed. The physician made several attempts to implant the ra lead but was unsuccessful. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead appeared to be deformed, and the inadequate capture were not confirmed while the reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood. X-ray examination found the inner coil was over-torqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood.